Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal or bolus delivery attempt. The customer's blood glucose was 22.7 mmol/l. The insulin pump was reportedly not exposed to a strong magnetic field. It was stated that the customer was not using the sensor feature on the insulin pump and going to a sensor graph during a bolus. The customer was reportedly able to rewind the insulin pump. Nothing further was reported.